Event description:
It was reported that the patient presented prior to a routine generator exchange. During interrogation, it was discovered the atrial lead exhibited a loss of sensing and a loss of capture that resulted in deactivating the atrial lead. The atrial lead was capped on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.